Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out-of-range shock impedance measurement on the right ventricular (rv) lead. It was noted the impedance measurement was unavailable at the time of the transmission, however the shock impedance range has been from 77 to 124 ohms over the past 12 months. The presenting electrogram (egm) showed a clear shock channel. Further review was recommended for a lead assessment, including review of the programmed alert cutoff. This alert will not retrigger until the device is interrogated with a programmer. At this time, the device and the rv lead remain in service. No adverse patient effects were reported.